Manufacturer narrative:
Initial reporter facility name provided: (B)(6) hospital, (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to remove water from the foley catheter balloon. Per follow up information received via rcc on 22sep2025, mykq6354 x 2, mykq6355 x 1.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the photo samples notes three opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2837 (2nos) and ngjy5145. Enlarged image of all 3 catheters balloon shows inflation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 3 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2837 and ngjy5145. Visual inspection noted the catheter balloons was asymmetrical. Catheter 3: during testing, the catheter balloon inflated using return syringe with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. The concentricity of catheter balloon is 50/50. The balloon deflated 10ml of methylene blue solution within 32sec. After deflation mushrooming present. This is within specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to remove water from the foley catheter balloon. Per follow up information received via rcc on 22sep2025, mykq6354 x 2, mykq6355 x 1. Per the notification received from the investigator on 29jan2026, it was reported that the (lot #ngjz2837) balloon mushrooming had been observed after deflation on catheter 1. The balloon for catheter 2 (lot #ngjz2837) had been asymmetrical at 83/17. It was also noted that balloon mushrooming had been observed after deflation on catheter 3 (lot #ngjy5145) during sample evaluation.